Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a latitude alert was received for this implantable cardioverter defibrillator (ICD) due to observations of high out-of-range (oor) pacing impedances on this non- boston scientific right ventricular (rv) lead. The health care professional (hcp) informed there was a jump in pacing impedances measuring 675 ohms and there was no noise seen on the rv channel. Boston scientific technical services reviewed the latitude data and informed the hcp the measurement of 675 ohms did not trigger the alert however, the alert was for oor pacing impedance that occurred on november 4th. It was noted the daily measurement was not available at the time of the transmission. Technical services recommended to perform isometrics, pocket manipulation with serial impedances. The hcp will have the patient perform a patient initiated interrogation and will schedule the patient for a in-clinic follow-up. This ICD and non- boston scientific rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that a latitude alert was received for this implantable cardioverter defibrillator (ICD) due to observations of high out-of-range (oor) pacing impedances on this non- boston scientific right ventricular (rv) lead. The health care professional (hcp) informed there was a jump in pacing impedances measuring 675 ohms and there was no noise seen on the rv channel. Boston scientific technical services reviewed the latitude data and informed the hcp the measurement of 675 ohms did not trigger the alert however, the alert was for oor pacing impedance that occurred on november 4th. It was noted the daily measurement was not available at the time of the transmission. Technical services recommended to perform isometrics, pocket manipulation with serial impedances. The hcp will have the patient perform a patient initiated interrogation and will schedule the patient for a in-clinic follow-up. This ICD and non- boston scientific rv lead remains in service. No adverse patient effects were reported.